Event description:
Reporter indicated a vns patient's generator was programmed to 0ma due to an interrupted diagnostic test. The physician tried to reprogram the patient back to original settings, but was unable to do so as the hand-held screen froze. The patient was sent home with the device programmed off and, as a result, experienced an increase in seizures. The increase in seizure was due to the loss of therapy was reportedly below the patient's pre-vns baseline. The patient came back into the office and the physician successfully reprogrammed the patient to the correct settings. The physician elected not to return the hand-held; therefore, a product analysis will not be performed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.